Manufacturer narrative:
(B)(4). As no lot number was provided, a review of the device history record could not be performed. All process and test criteria are verified as complying with the finished product specifications for all released lots. A review of historical complaint data displayed no increase in trends.

Event description:
The patient underwent ventral hernia/abdominal wall defect repair surgery with placement of the device on (B)(6) 2013. According to the reporter, the patient developed a (B)(6) infection that was determined to be mild in severity. The patient was given medication. The issue resolved on (B)(6) 2014. Based on the information available at the time of the event, it was determined that there may be a possible relationship to the device. Should additional information be received, the record will be updated and reassessed at that time.